Event description:
Patient reported having an open bite, even though their gaps are closed and seem to be straight, their aligners have created an open bite due to their molars not being within the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.